Event description:
It was reported that the device was explanted due to intermittent high impedance. During the explant procedure, the physician found a problem with the v-sense setscrew. The lead exhibited an insulation anomaly and was also explanted.

Manufacturer narrative:
The outer insulation of the is-1 connector leg was wrinkled. The wrinkles are related to the ptfe insulation, when the lead is wrapped around the ICD can, the ptfe insulation may wrinkle over time. Electrical measurements revealed normal hv impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.